Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that during a hysterectomy, the surgeon grasped tissue with the device and activated the footswitch pedal the entire time of the cycle until he heard the end tone. He continued to use the device and checked all the seals and pedicles at the completion of the procedure for bleeding. All seals were dry. The surgeon was notified some hours later that the patient's blood pressure had dropped significantly. The pt was taken back to the or and significant bleeding and clots were found. The uterine vessel was no longer sealed. The uterine vessel was tied off and after evacuating the blood clots, the other seals were rechecked. The surgeon noted that on one sealed vessel that there was a 2 cm to 3 cm section adjacent to the seal that was white and appeared to be necrosed. The pt was kept in the hospital for one additional day but then discharged and is said to be doing well. The covidien clinical staff has been in contact with the surgeon but no additional info has been obtained.